Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he went to the hospital in 2013 after calling ems. The patient's meter read 600 mg/dl, but ems estimated that his blood glucose was in the 800 mg/dl range since the meter cannot read above 600 mg/dl. The customer treated via insulin pump therapy. By the time he arrived to the ER, his blood glucose was at 300 mg/dl. Once his blood glucose decreased he was released from the hospital. The insulin pump was not returned for analysis.